Event description:
It was reported that the patient presented remotely. Review of transmission revealed that the implantable cardiac monitor exhibited post sensed t wave oversensing. No interventions were performed. The patient was in stable condition.

Event description:
Additional information received noted that programming changes were performed on (B)(6) 2022. The patient was in stable condition.